Manufacturer narrative:
Device evaluation- h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.0/3.0/088 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Lens rotation not associated to low vault was observed. Lens repositioning was performed on (B)(6) 2022. This did not resolved the problem. On (B)(6) 2022. The lens was exchanged for a same length, spherical lens and the poblem was resolved.